Event description:
Event verbatim [preferred term] have about a half inch blister portuding out of my skin/stinging / burning sensation/discomfort/still have reddish and scarring in the tissue surrounding location where he had the thermacare heat wrap [burns second degree] , faulty product or from too much heat or one of the heating element was defective [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for lower back pain therapy. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heat wraps for lower back pain therapy and after taking off the heat wrap he had about a half inch blister portuding out of his skin on an unspecified date. The location of the protruding blister was in the actual area where he had placed the heat wrap and thinking it may be because of the heat concentration as to why he was feeling discomfort in that location he removed it. However, he didn't imagine knowing that the reason he felt a stinging / burning sensation was because his skin had developed some kind of negative reaction from the actual heat wrap or because a faulty product or from too much heat or one of the heating element was defective. The patient would like to know why this occurred assuming by now customers might have gone through similar experiences and reported similar skin reactions from this product. Size of affected area was about 1.5" red in color and on in the center about a half inch blister. Coloration of blister clear and somewhat yellowish, soft to the touch with possible fluid inside of it. It was really discomforting and he can't recline his back against anything because it was very discomforting when something presses on the blister. The patient had not seen a doctor as he couldn't take the time off work so he had been treating the problem as best as he could himself. He had pictures of what the effects of the product was and he still have reddish and scarring in the tissue surrounding location where he had the thermacare heat wrap. The action taken in response to the events for thermacare heatwrap was unknown. The events outcome was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (07aug2019): new information received from a contactable consumer included: event details (reddish and scarring) and events outcome. Company clinical evaluation comment based on the information provided, the events of "burn blister" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Have about a half inch blister protruding out of my skin/stinging / burning sensation/discomfort [burns second degree], faulty product or from too much heat or one of the heating element was defective [device issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for lower back pain therapy. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heat wraps for lower back pain therapy and after taking off the heat wrap he had about a half inch blister protruding out of his skin on an unspecified date. The location of the protruding blister was in the actual area where he had placed the heat wrap and thinking it may be because of the heat concentration as to why he was feeling discomfort in that location he removed it. However, he didn't imagine knowing that the reason he felt a stinging / burning sensation was because his skin had developed some kind of negative reaction from the actual heat wrap or because a faulty product or from too much heat or one of the heating element was defective. The patient would like to know why this occurred assuming by now customers might have gone through similar experiences and reported similar skin reactions from this product. Size of affected area was about 1.5" red in color and on in the center about a half inch blister. Coloration of blister clear and somewhat yellowish, soft to the touch with possible fluid inside of it. It was really discomforting and he can't recline his back against anything because it was very discomforting when something presses on the blister. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blister" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.